Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.